Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported that following an intraocular lens (iol) implant procedure, the patient was unhappy with vision. The lens was exchanged for an unknown advanced technology intraocular lens (atiol) after the initial implant procedure. The clinical reason for explant was the patient did not tolerate the edof (extended depth of focus) lens due to a myopic shift. Additional information has been requested.

Manufacturer narrative:
Based on information received following submission of the initial report, this event does not meet criteria for reporting as a serious injury. No further reports required. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information has been requested and received stating that in the surgeons opinion product not contributed to event, prior lasik surgery contributed to event. The lens was replaced with company same model lens but 3 diopter value less. The patient's issues was resolved. As iol was exchanged for the company same lens model but three diopter less power indicating the correct lens power was not implanted initially. There is no reported defect or fault with the iol.